Event description:
Healthcare professional reported right side "fibrosis with synovial metaplasia and foreign body reaction."

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: device patch with lot number 2527315. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "after ultrasound, the surgery was performed after receiving rupture findings." Device has been explanted.